Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet and restricted posterior leaflet. One mitraclip was implanted at a2/p2 with no reported issue, reducing the mr to a grade of <1. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and the mr increased to grade 4. On (B)(6) 2022, a second mitraclip procedure was performed to stabilize the slda. One clip was implanted with no reported issue reducing the mr to grade <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
N/a.